Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is underway. The reported problem (non-functional) was confirmed. As received, the battery was non-functional when placed into a monitor and charger. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating a performance issue.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The battery supplier was unable to identify why the battery pack failed. The root cause investigation was inconclusive. Device evaluation of battery pack sn (B)(4) is underway. The reported problem (non-functional) was confirmed. As received, the battery was non-functional when placed into a monitor and charger. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating a performance issue.